Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the velys array set knee (lot. Mk285353) associated with this report was not returned to medtech orthopaedics. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Since the array set was not returned, a functional test cannot be performed. A manufacturing record evaluation was performed for the finished device [product code: 451570011 / lot number: mk285353], and no non-conformances / manufacturing irregularities were identified during manufacturing. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation was performed for the finished device [product code: 451570011 / lot number: mk285353], and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [product code: 451570011 / lot number: mk285353], and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively during registration a saw array would not pass calibration test. Swapped out saw hand piece and reset the system with no success. Swapped out array and was able to complete the calibration test and was able to complete the case. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.